Event description:
It was reported that this pacemaker device was surgically explanted due to a premature battery depletion (pbd) and a error message of safety mode on the device. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.